Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The lead was capped and replaced due to a false ventricular rhythm. The issue was suspected to have been caused by lead fracture. The revision was successful and the patient had no adverse consequences. Additional information has been requested but not received.